Event description:
It is reported that a customer has a broken sensor. The patient's blood glucose was not recorded. The customer stated that they want to return the charger because the customer felt that it was causing issues with the transmitter. No further information was provided.

Manufacturer narrative:
Findings: unable to charge due to broken cow catcher and damaged all contact pins. Unable to perform a functional test due to charge anomaly.